Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform displacement test due to physical damage. The pump was received with faded serial number label. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 90mg/dl at the time of the incident. The customer's parent states customer was pushed on the rocks and now there is a crack on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.